Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the cephalic vein. A 10.0 x40, 75cm gladiator elite balloon catheter was selected for use. However, during the second inflation at 13 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.